Event description:
It was reported that the insulin pump was submerged in water. Afterwards, the display on the insulin pump froze. Troubleshooting was performed, but the insulin pump could not be restored to normal operations. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic and motor assemblies.